Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test, and the device was unable to prime during rewind as a result of a loose drive support disk.

Event description:
The customer reported that the insulin pump alarmed during the manual prime process. Advised the customer that the device would be replaced. The blood glucose reading was 328mg/dl. No further information was provided.